Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been included with this report.

Event description:
It was reported via phone call by customer's son that the customer experienced high blood glucose. The customer's pump was not delivering insulin. The customer's blood glucose was 597mg/dl and current reading was 595mg/dl. The customer treated with 10units via syringe. The customer currently has a back-up plan. In addition, the customer was wearing the insulin pump during the hospitalization.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level at the time of hospitalization was 400 mg/dl. Prior to the event, the customer had a fever. Troubleshooting was performed and insulin exited without incident. The device will not be returned for analysis.